Manufacturer narrative:
The cls was returned for analysis. Based on the event description, the reported discomfort appears to be related to the placement of the implanted device. Temporary or persistent post-surgical pain at hardware implantation sites is listed as a potential risk in clin-uman-005177 evoke scs system surgical guide USA-PMA. The lead insertion force was assessed for each lead port on the cls, which met specification. The cls reported lead insertion difficulties could not be replicated. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient reported discomfort with their evoke closed loop stimulator (cls), and had requested repositioning. During the revision procedure, the physician experienced difficulty inserting the implanted leads back into the cls. A new cls was implanted. The patient is doing well post-operation and is receiving consistent therapy.

Event description:
The patient reported discomfort with their evoke closed loop stimulator (cls), and had requested repositioning. During the revision procedure, the physician experienced difficulty inserting the implanted leads back into the cls. A new cls was implanted. The patient is doing well post-operation and is receiving consistent therapy.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.